Event description:
It was reported by the patient's parent that a continuous alarm occurred while wearing the pod. Investigation of the pod found corrosion within the pod and a tear in the unexposed portion of the soft cannula. The device was originally reported for a hazard alarm. No impact to blood glucose levels was reported and no medical assistance was required. A new pod was applied.

Manufacturer narrative:
The device was received deployed. Corrosion was observed on the mechanism rail, catch beam, linkage assembly, reservoir cap, fill sensor springs, fill rod, hard cannula, commutator cap, batteries, pcb and piezo. Traces of corrosion were observed on the chassis. Fluid was observed on the inside of the top housing, catch beam, soft cannula, slide insert, spring latch, ratchet gear and reservoir cap, and above the plunger. No double beep was heard during the downloading of the device. The pod generated an 0x9b alarm, indicating it has been more than 5 min after cgm deactivation without receiving pod deactivation command. Measurement of the battery voltages found all three battery voltages to be depleted. A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path; this tear can be confirmed as the cause of the internal component corrosion. This resulted in no beep being heard during download and the batteries depleting. The leak and subsequent corrosion did not contribute to the 0x9b hazard alarm. The exact cause of the reported alarm could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.